Event description:
The arthroplasty was revised due to stiffness, pain, instability, and contracture. The components were implanted in situ for ~1.25 y. The tibial insert and femoral condyle were revised. The patient presented with a ucla score of 1 three months prior to revision surgery and a maximum score of 4.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the (B)(6) research center retained it. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stiffness and instability involving a triathlon cr fem comp #5 r-cem was reported. The event was not confirmed. Method and results: device evaluation and results: a photo provided for analysis of the triathlon cr fem comp #5 r-cem shows 2 views of the explanted femoral component. The inner surface of the femoral component shows cement still attached with bone interdigitation present on the remaining cement. Some scratches noted on the articulating surface of the femoral component. No further analysis can be obtained from the photo provided. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided op report. Further information such as x-rays, primary op report and clinical history are needed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as primary op report, x-rays, clinical history and progress notes are needed for determining root cause.

Event description:
The arthroplasty was revised due to stiffness, pain, instability, and contracture. The components were implanted in situ for ~1.25 y. The tibial insert and femoral condyle were revised. The patient presented with a ucla score of 1 three months prior to revision surgery and a maximum score of 4.